Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii v1 and elecsys ft3 iii v2 results for one patient tested on two cobas 8000 e 801 modules and one cobas e 411 immunoassay analyzer. The patient's initial elecsys ft3 iii v1 result was reported outside the laboratory. The patient's physician requested re-measurement of the patient's sample. The customer performed repeat testing with the sample on an accuraseed analyzer. The patient's sample was sent for an investigation and was tested on a cobas 8000 e 801 module, a cobas e 411 immunoassay analyzer, and an abbott architect. The customer's e 801 module had a serial number of (B)(4). The elecsys ft3 iii v1 reagent lot number and expiration date were requested but not provided. The investigation's e 801 module had a serial number of (B)(4). The elecsys ftiii v1 reagent lot number was 574388 with an expiration date of 30-sep-2022. The elecsys ft3 iii v2 reagent lot number was 575688 with an expiration date of 31-jan-2023. The investigation's e 411 analyzer serial number was (B)(4). The elecsys ft3 iii v1 reagent lot number was 585947 with an expiration date of 28-feb-2023. The elecsys ft3 iii v2 reagent lot number was 567499 with an expiration date of 30-nov-2022. This medwatch is for elecsys ft3 iii v2 assay used on the e 411 analyzer. Refer to the medwatch with patient identifier (B)(6) for the elecsys ft3 iii v1 assay used on the e 801 module. Refer to the medwatch with patient identifier (B)(6) for the elecsys ft3 iii v2 used on the e 801 module. Refer to the medwatch with patient identifier (B)(6) for the elecsys ft3 iii v1 assay used on the e 411 analyzer.

Manufacturer narrative:
Based on the investigation's results with the patient's sample, an interferent against a component of the reagent was consistent, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the elecsys ft3 iii v2 results were correct and were comparable to the abbott architect results. The different ft3 values, generated with the different analyzers from roche diagnostics, were consistent with different physical reaction conditions of the ft3 assay and the effect thereof on the interfering factor. The investigation did not identify a product problem.